Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and pump did not start charging after being left connected for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised that technical support would send replacement tandem charging cable and wall adapter with two-day shipping, and was instructed to rely on multiple daily injections if pump battery depleted before replacement supplies were received.